Event description:
"The magnets in the recalled masks may affect certain metallic medical devices or metallic objects in the body presenting a potential risk." Https://www.FDA.gov/medical-devices/safety-communications/certain-philips-respironicsmasks- bipap-CPAP-machines-recalled-due-safety-issue-magnets-may-affect I can prove by images and journals this masks caused copious amounts of symptoms. I have kept strict records and I have a photographic record of said symptoms and reactions. I am not a physician, but I am intelligent enough to point out how this mask affected me and what symptoms it caused. I was diagnosed with idiopathic mcad because it's not caused by any other disease or related to a clear allergy or cause. I do not have a medical device in my body but what I do have, idiopathic mast cell activation "disorder" (mastocytosis) was exasperated by constant rubbing, touch, friction, mechanical irritation, and vibration which I believe was caused by strong magnetics within the philips mask I used for years. And, I believe it is the reason for my chronic ear pain and bumps on my face, let alone continual facial irritation! Https://www.medicalnewstoday.com/articles/mast-cell-activation-syndrome#risk-factors and some of these symptoms no longer persist since I got a new mask. However, I believe I have lasting health issues. Https://www.webmd.com/allergies/what-is-mast-cell-activation-syndrome faqs on philips respironics ventilator, bipap machine, and CPAP machine recalls https://www.FDA.gov/medical-devices/safety-communications/faqs-philipsrespironics- ventilator-bipap-machine-and-CPAP-machine-recalls too many issues to report. I can report my sleep medicine team continually denied my issues were mask or bipap machine-related. Because of these products, I have lost income, relationships, career reputation, my career, etc. There are just too many issues tied to these products to list! One machine filter blew off the machine if I coughed or sneezed and I have videos of this. I had to use a bootlace to keep the filter in place. Consequentially, I breathed in copious amounts of debris and mold which was in my home at the time, which we were unaware of. Note: issues ongoing from 2015-2022. Since using these devices; idiopathic mast cell activation syndrome (mastocytosis), multiple lipomas, cysts, and thyroid nodules. Breathing issues -I now use two different types of inhalers. Passing out. Lung issues. Facial bumps and rashes. Hearing issues and pain. Cognitive issues. Bleeding gums. Intermittent vision issues. Many other medical issues but what I've listed are primary concerns. Intolerances and/or allergies I've developed after using the machine and this is not the full list. Too many more issues to list. I decline until I am contacted by a medical professional who reviews my voluntary report. I am concerned about my medical information and medical history privacy.